Manufacturer narrative:
Covidien reference #: (B)(4). The unit was returned and the reported condition of the pencil self activation was not verified by info stored in the unit's memory and was not duplicated. The investigation found that the unit functions normally and within spec. A review of the appropriate device history records indicate that this unit was upgraded and was released meeting all specs.

Event description:
The customer reported the generator was in use when an electrosurgical pencil activated on its own during a case.